Event description:
Customer called to report that they were hospitalized for high blood glucose levels and ketones. Customer's blood glucose levels ranged from 140-774 mg/dl. Customer stated that symptoms of high blood glucose levels was nausea and vomiting. Troubleshooting was done. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.